Manufacturer narrative:
Cynosure's clinical team investigated the event and determined it was inconclusive. It was discussed with the site that the patient had an infection. Medical intervention occurred since site physician removed icled suture and abscess fluid was drained. Due to patient receiving medical intervention, this event is reportable.

Event description:
Site reported that patient had an abscess under incision where myellevate treatment was formed. Abscess was drained and patient was provided antibiotics.